Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven (7) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely, the e105 error was displayed and all light-emitting diodes (led) on the front panel continuously blinked, due to faulty printed circuit board. The event can be prevented, by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation). During fumigation, equipment must cover or moved to other area. Prevent the equipment to hit with hard surfaces or dropped, during movement from one location to another. Equipment to be placed in dust free environment. Clean the equipment with soft & clean cloth. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center displayed error message 105 and the front panel leds lit up intermittently. The issue was found during preparation for a diagnostic endoscopic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The error e105 was displayed on the monitor due to defective printed circuit (zz) board. All the leds on the front panel were continuously blinking due to faulty printed circuit (dr) board. The evaluation also revealed the following findings: the receptacle of the video system center was loose, there was dust found inside and the front panel was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.